Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. The 80-90% stenosed target lesion was located in the non calcified and non tortuous left upper arm av fistula. The 9.0 x 40mm x 75cm mustang balloon catheter was inflated 1st/18atms, 2nd/13atms when it ruptured. The device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).